Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Trouble shooting for the receiver and battery was performed and confirmed the reported event of the receiver ceasing to function. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is not functioning properly on (B)(6) 2015. Patient did not report any injury or medical intervention.